Event description:
Report received from a physician in jun-2004 regarding a pt, with no history of allergies, who received hylaform through a named pt program. The pt received injections of hylaform to the nasolabial lines in 2004. A month later, the pt experienced flush, induration, and pain in the injection areas. Treatment was stronger minophagen (glycyrrhzic acid), hirudoid (heparin-like), and rizabem (tramilast). At the time of the report, the symptoms were milder but the pt had not yet recovered. The event was reported as related to the use of hylaform. Additional info was received in oct-2004 from the physician. Same day the stronger minophagen treatment was administered by IV injection, and the hirudoid was administered as an ointment, both for induration and flushing. The rizabem was administered p.o. (Date not provided), also for induration and flushing. The intensity of the induration was reported as severe, the flushing as moderate, and the pain as mild. The pt recovered without sequelae in aug-2004 from the induration, flushing, and pain. The pt has no prior history of having received dermal fillers.